Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02332-1. Visual evaluation of the returned product found a hair-like debris that was packaged separately. As the sterile packaging was previously opened, this complaint cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant medical product: catalog #: 110031408, mini tray std ti +0 offset, lot # 65844101. Report source: south korea. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02332 h3 other text : not returned.

Event description:
It was reported that a foreign substance was found on the implant when the surgeon assembled the last bearing during a comprehensive reverse total shoulder. They didn¿t use this product and used other products to complete the procedure. There was no reported patient injury as a result of the malfunction. No further information is available.